Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) of 610 mg/dl and went to the hospital. Reportedly, the cause of the high bg was unknown. At the time of the report, the customer was unable to remember what treatment was given at the hospital; however, the customer reported that the treatment resolved the impacted bg. The customer arrived at the hospital on (B)(6) 2017 and left 3-4 days after. Customer reported there was no reported damage.